Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was an rm04 system problem message. The patient normally charge once a week within about 30-45 minutes but starting the first 2 week in december, recharging her implantable neurostimulator (ins) has become really slow. Several hours and it takes a lot longer to start a charge. It would say recharging, then stop. Several times, it said reposition and it said finished. The week before the report, the patient has been getting rm04 system error message. The patient removed and re-inserted the battery pack 15 times. Earlier today, while trying to charge, she wore it for 3 hours. Got 40% and it said system error and she gave up. During troubleshooting, the patient got poor coupling, then got to recharging poor with an orange light. The implant was at 50% and the controller was at 100%. Eventually, the patient got recharging excellent with green flashing light when she pushed the recharger against her. The patient normally puts the recharger in the elastic of her pants and has to be super still. Sometimes, she sits in a recliner and sometimes, she sits in her office chair. It was also reported that the patient's ins protrudes through her skin and she can find it easily. Sometimes, the patient uses a 6 lumbar wrap to hold the equipment tight against her. A replacement recharger was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting the first two weeks of (B)(6) 2019 they were having a lot of pain. It hurt really bad down their leg and when they would go check the ins using the controller it was noted that the ins was off. The patient had not used the controller to turn stimulation off. The patient would normally lock the controller when they were done using it. The patient said that this was not related to the ins battery was being depleted. They recalled one time it was 80% when it turned off and this happened again last week when the ins was at 50%. The patient did not report any falls, but had a heart catheterization in (B)(6) 2019 . They had not notified their managing healthcare provider (hcp). In (B)(6) 2018 the patient was in a "read end collision," but they contacted a manufacturer representative who checked all leads. Everything was ok at that time. The patient was redirected to their hcp to check the system. No further complications were reported or anticipated.